Manufacturer narrative:
The reported complaint is confirmed. During laboratory analysis, the product surveillance technician was unable to control the fraction of inspired oxygen (fio2) from the central control monitor. The logs confirmed that an error of 'o2 sensor and blender disagree' was occurring due to the bleed port being plugged, causing the gases to be mixed incorrectly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) observed the electronic patient gas system (epgs) failed calibration. The air pressure was at fifty-two pounds per square inch (psi) and the o2 pressure was at fifty-four psi. The epgs was replaced and the unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that the oxygen (o2) analyzer was not working. No other details regarding the nature of this event were provided.